Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a leaking vial access cannula because the hub of the cannula is cracked. They are not sure if it was cracked when received, or when screwed onto a syringe. Interestingly, it stops leaking when done up really tight on the syringe, they thought the taper might open the crack, but it seems not. They grabbed a pack off the shelf ¿ and no cracks seen, and they were not able to crack any attaching to a syringe from the same lot #.

Manufacturer narrative:
A non-conformance review was conducted for lot 23l053 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no device(s) returned for evaluation; therefore, the affected product(s) could not be evaluated to confirm the reported issue. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.